Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that when removing sensor from body customer could see sensor was missing electrode. Customer's blood glucose value was 115.2mg/dl. The sensor will not be returned for analysis.